Event description:
Pt under general anesthesia for tonsillectomy and adenoidectomy. Pt outside left lip burned. Cautery pencil and tip changed. Was then burned on the outside right lip. Silvadene cream applied as needed.